Manufacturer narrative:
Correction: d4 (primary UDI number), investigation ¿ evaluation: a cook multi-use holmium laser fiber was returned to cook for investigation. The device had a break in the blue wire; however, the in-house laser unit read this laser fiber as usable. The point of fracture in the blue wire appears burnt, as well as the distal tip. Additional information has been requested but has not yet been received. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used fiber was returned to cook for evaluation. Upon visual inspection, it was noted the blue wire had a break and was burnt at the point of fracture and distal tip. A functional test of the device using the in-house laser user read the fiber as usable. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs found no discrepancies on the final or sub-assembly lots. A complaint history search identified other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Discard fiber if visible light leakage is observed. Precautions: to avoid reducing the life of the fiber, follow these precautions: do not improperly handle the fiber. Do not lase at high power for extended periods of time. Do not lase continuously with the fiber tip in contact with the tissue. Do not lase with a fiber that has a contaminated or damaged proximal end. Do not operate a laser with poor beam alignment or focus. Do not subject the fiber to sharp bends during handling, use, or storage. Always keep the proximal connector end dry and free of contaminants. Discard any laser fiber that is cracked or broken or does not meet minimum power transmission standards. Do not use this laser fiber in the presence of flammable anesthetics or combustible materials. Ferrule dust cap should stay attached when fiber is not connected to the laser system. Do not exceed recommended power limits. Instructions for use: 9. Check the integrity of laser fiber by using visible aiming beam from laser system. Observe visible light profile out of laser fiber tip. The profile should be a well-defined round or oval pattern. If output beam is not round/oval pattern, or visible light leaks from any spot along the length of the fiber shaft, then the fiber core is broken, and the fiber should be discarded as hazardous waste. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A cook multi-use holmium laser fiber was returned to cook for investigation. The device had a break in the blue wire, however the in -house laser unit read this laser fiber as usable. The point of fracture in the blue wire appears burnt, as well as the distal tip. Additional information has been requested but has not yet been received.